Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother stated that her daughter faced kinked cannula issue due to which she experienced diabetic ketoacidosis and high blood glucose level of over 600 mg/dl. Subsequently, she was taken to the hospital where she received shots and intravenous drip. The patient was still connected to the pump at the time when she was in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.